Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's device was difficult to interrogate during a routine follow up. The patient later presented for surgery where the generator was unable to be interrogated in pre-op and an error message was received that the generator could not be found. The patient underwent a battery replacement where after the generator was replaced, high impedance was seen on the new generator. The information regarding high impedance has been previously reported in MFR report #1644487-2024-01111. The generator was returned and has been received by the manufacturer. Product analysis was completed on the device. An interrogation, system diagnostic tests, and a wandcomm diag were performed. A comprehensive automated electrical evaluation (shows an ifi = yes condition) was performed. The generator was opened and the measured battery voltage confirmed an ifi=yes condition. Initial data download showed a reset occurred on (B)(6)2024, corresponding to the date of explant (B)(6)2024, therefore it will not be captured as is most likely related to explant procedures. A bench power supply was connected to the cuts pcba and set to various voltages to observe the duts response to battery status flags. The power supply was first set above the ifi threshold (3 v) and the 'clear battery' command was run. All battery voltage flags were set to false and timestamps were cleared. The power supply was then sent to 2.57 v and a diagnostic test was performed. The ifi flag was set and the ifi timestamp reflected the time of the diagnostic test. The power supply was then set to 2.55 v and diagnostic test performed, and both ifi and neos flags were set and timestamps reflected with the diagnostic test. The power supply was then set to 2.15 v and a diagnostic text was performed. The eos flag did not set as true and no time was recorded for the eos timestamp. The power supply was sent to 2.1 v and then to 2 v, and the eos flag was set after setting to 2 v. This is expected behavior as three consecutive battery voltages below the eos threshold are required to trigger the eos flag. A tablet was used to interrogate and re-enable therapy. When therapy was enabled, the eos flag cleared. Power supply was then set to lower than eos threshold three times and the eos flag was not triggered until the third value was seen. The dut pcba was setup at the bench to monitor vbat+ for variation when exposed to heat or cold temperatures. The dut pcba was set to 3 v and programmed to as received settings. Freeze spray was applied and the pcba went from 3 v to 2.97v. A heat gun was applied and no change was seen. The dut pcba was then monitored long term with no anomalies seen. Burn marks were observed on the pulse generator case, indicating that the generator may have been exposed to electrocautery during explant, which may have been a contributing factor for the reboot. Other than the noted reset, no pulsedisabled or high current events were observed. Repeated diagnostic tests under various power levels were able to produce a similar failure to properly measure battery voltage anomaly, which could have occurred due to operator error or failure to correctly measure battery voltage. The low voltage of 0.01v was logged on (B)(6)2024 and eos was set (B)(6)2024 at the same time of day. As it's known that three consecutive eos values are required to set the eos flag, it's believed that 3 measurements were made and were incorrect. Therefore, the cause of the low voltage value and eos condition are believed to be caused by a failure to correctly measure battery voltage, although this has not been proven.

Event description:
Additional information was received that electrocautery was used during explant. Additional internal generator data was also reviewed.

Event description:
Additional product analysis was performed. Visual analysis of the microcontroller (a1) and asic (a2) solder joints showed no anomalies. The generator case also showed burn marks from suspected electrocautery use.

Event description:
Final vendor analysis was received. Automated test equipment results testing showed no anomalies, however functional testing was not completed successfully. It was seen that the device could not complete normal boot sequences as the boot configuration data was not passing crc validation checks. As a result, the device entered a boot error state rather than transitioning to normal operational mode. Additional bench analysis was performed and no anomalies were seen, and the reported issue was not replicated. The vendor could not verify the issue reported.

Event description:
Preliminary product analysis was completed on the generator by the vendor. Review of the manufacturing lot number showed no evidence of a system issue. Lots did not indicate abnormal risk and no anomalies were seen in the assembly lot history. No other relevant information has been received to date.